Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that in-stent restenosis (isr) occurred. On (B)(6) 2013, clinical status assessment indicated the patient¿s qualifying condition was silent ischemia with stable angina. Patient¿s abnormal stress test or imaging stress test indicated ischemia prior to procedure and the patient was referred for elective cardiac catheterization. The index procedure was performed on the following day. The target lesion was located in the proximal left anterior descending (lad) with 75% stenosis and was 15mm long with a reference vessel diameter of 3mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 20mm study stent followed by post dilatation with a 3.0 x 12 mm non-bsc balloon catheter. Following post dilatation, intravascular ultrasound (ivus) was performed and revealed inadequate dilatation at proximal end of the study stent with less than 3mm. The under expanded proximal end of the study stent was treated with additional dilatation using a 3.00 mm non-bsc balloon catheter at 16 atmospheres. In view of the fact that additional dilation would run the risk of dissection in the left main trunk, no further procedure was performed. Following post dilatation, ivus revealed adequate stent opening. Two days post procedure, the patient was discharged on dual antiplatelet therapy. On (B)(6) 2014, the patient presented with isr and patient was hospitalized. On the following day, the 90% isr of the previously placed study stent located in proximal lad was treated with placement of an unspecified drug eluting stent. Following post dilatation, residual stenosis was 0% with timi 3 flow. On (B)(6) 2014, the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of event at 7:30 am, the patient developed chest pain accompanied by slight chill and sweating while at home. Thirty minutes later, the symptoms improved a little and patient went to an outlying clinic for evaluation. Patient's electrocardiography (ECG) was performed and revealed changes in the precordium. Suspecting for unstable angina, the patient was brought to the hospital for further evaluation and management. Upon admission, the patient had no subjective symptoms however; ECG revealed biphasic t-wave and echocardiography showed decreased wall motion in the anterior wall region, trivial mitral regurgitation, trivial tricuspid regurgitation and mild pulmonary regurgitation. The patient was diagnosed with non-st elevation myocardial infarction (mi). Patient¿s cardiac enzymes were noted to be elevated consistent with spontaneous mi. Also, follow-up core lab angiographic findings of proximal lad revealed in-stent restenosis (isr) of study stent pattern 1c, absence of thrombus and aneurysm was noted. The lesion was pre-dilated using a 2.5 mm non-bsc balloon catheter and intravenous ultrasound (ivus) was performed and revealed good distal stent adhesion but insufficient proximal stent dilatation was noted. Thus, the study stent was additionally pre-dilated using a 3.0 mm non-bsc balloon catheter followed by the placement of a 3.5 x 18 mm non- bsc drug eluting stent from the ostium of left main coronary artery (lmca) extending to the mid portion of the study stent in the proximal lad. Ivus was performed again and revealed insufficient dilatation in the distal stent overlap region and the lmca trunk which was dilated with 4.00mm non-bsc balloon catheter. The physician utilized kissing balloon technique; post dilatation of distal interior of the non-bsc stent was performed with a 3.25 x 12 mm non-bsc balloon catheter and fenestration of left circumflex with a 2.5 x 10 mm non-bsc balloon catheter. In addition, non target vessel revascularization (tvr) was also performed. The patient was discharged on dual antiplatelet therapy.